Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported difficulty removing the device and tear in the balloon appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the circumflex artery. The 5.0x12mm nc trek balloon dilatation catheter (bdc) was prepared (air aspiration) outside the anatomy prior to use and there was no difficulty removing the protective sheath. The balloon was inflated twice with a pressure of up to 16 atmospheres (atms), however, could not be deflated at all and was withdrawn inflated. The balloon got stuck in the sheath and the balloon tore. The sheath, guide catheter and balloon were all removed as a single unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.